Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with a grade of 3 on a patient with thin leaflets and dilated left atrium. A mitraclip xtw was inserted, and grasping was performed. However, the posterior leaflets were unable to be sufficiently grasped, and a small tissue damage on the posterior leaflet was observed. Therefore, the clip was removed from the patient, and the procedure was discontinued with no clips implanted. There were no adverse patient effects and no clinically significant delay in the procedure.